Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned in one piece. The piece measured approximately 317.4 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 0.5 mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. The fiber was functionally tested on a laser console. The fiber was attached to the laser console and the "attach fiber" message extinguished, indicating that the fiber was recognized by the console. The aiming beam exiting the tip was slightly dim and distorted, likely as a result of the noted condition of the tip. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 23, 2019 that a flexiva 200 tractip laser fiber used in a laser lithotripsy procedure in the ureter performed on (B)(6) 2019. According to the complainant, the laser fiber was not recognized by the laser unit. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.